Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a roux en y procedure, while firing across the omentum, the device did not fire. The surgeon was able to press the green button but could not squeeze the handle. The surgeon opened another reload to complete the case. No patient injury.